Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the left circumflex artery. A 8mmx3.00mm nc quantum apex balloon catheter was advanced to the target lesion for dilation. Upon unknown inflation at an unspecified atmosphere, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.